Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastro intestinal/ pelvic floor. It was reported the patient had return of symptoms for the bladder and they were having incontinence. It was noted that patient had access to a programmer (pp), synced with it and stimulation was on. Patient was on 6.8volts, they had no programs showing and they could not feel stimulation. Patient increased stimulation to 7.9volts, and they were feeling stimulation in the correct area. It was reviewed for the patient to increase amplitude if medically appropriate. It was reviewed that it takes time for the body to respond to therapy and patient was redirected to the health care provider (hcp) if problem did not resolve. Patient was also asked to consider completing a voiding diary to track progression/therapeutic response. Patient was told to give it a couple of days and if they did not improve, to follow up with doctor because they may need new programs. Patient also reported that it shuttered a little bit and they could not get the stimulator to work. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.